Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated the patient was still disturbed by the previously described sensations, and no action had been taken. The patient was receiving naropin (9350.1 mcg/ml at 4403.2 mcg/day), morphine (199.9 mcg/ml at 94.14 mcg/day), and prialt (4.5 mcg/ml at 2.1192 mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the patient was implanted with both a spinal cord stimulator (scs) device and a pump. The patient complained about a jolting sensation around the pump since their implantable neurostimulator (ins) replacement; the sensation was reportedly not around the ins or lead/extension. The representative was questioning if interference between the ins and/or its charge and the pump could occur. The device were reported to be more than 20 cm apart. The patient would return to the center in a few days. It was unknown if the shocking was only present when the neurostimulator was on. Reprogramming to a different electrode combination was already tried. No further complications were reported. Additional information was received. No contributing factors to the jolting sensation were identified.